Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had power error alarm. The customer stated the insulin pump began to show a progressive power consumption, began to request a battery change. After that the insulin pump was turned off and did not turn on again. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer complained about having pump error 25 alarm/blank display on (B)(6) 2021. The crest/thus download was successful. (2) pump error 53 alarm found in the pump history/trace download on (B)(6) 2021 at 10:14:19 o'clock and 10:14:55 o'clock. Pump was received with critical pump error (open book image) alarm after battery insertion. Unable to verify pump error 25 alarm or perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. No blank display noted after battery insertion. No cosmetic damage noted and the p-cap locks properly into place. Device was cut opened, inspected and tested. No physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The force sensor measurement was within specification range. The motor was tested outside of the device on the stb3 and passed. Base on ngp pump error 53-failure analysis guide pump error 53 alarm with due to software error. In conclusion, insulin pump was received with pump error 53 alarm found in the pump history and critical pump error (open book image) alarm after battery insertion due to software error. No blank display noted during testing. Unable to verify pump error 25 alarm due to critical pump error (open book image) alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.